Manufacturer narrative:
An internal biomérieux investigation was performed, which included an analysis of the customer¿s provided data. *conclusion on the fine tuning: fine tuning performed on 12 feb 2020 was not optimal. Several mandatory acceptance criteria were not achieved. The analysis of the calibrator mzml files indicates that a fine tuning was needed during the tests made on 05 mar 2020. *conclusion on spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were quite heterogeneous indicating non-optimal spot preparation. *conclusion on the identification: the analysis of the mzml sample show the number of all peaks are heterogeneous (between 36 and 76). Moreover, the identifications were obtained with a low identification score (between -0.39 to -0.32), which is near the acceptable limit when providing an ¿identification¿ result or a ¿no identification¿ result (-0.4). The vitek ms knowledge base user manual ref. 161150-556-b for vitek ms clinical use (B)(4) states: * testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. The potential misidentifications were obtained with an instrument in which a fine tuning was needed. Also based on the data, the samples tested could be a species out of the vitek ms kb version (B)(4). Root cause analysis: non optimal fine tuning, and system limitation (specie out of vitek ms kb version (B)(4)).

Event description:
On 10-mar-2020, an industry customer from (B)(6) notified biomerieux of obtaining a misidentification when using vitek® ms instrument (ref.410895 serial number (B)(4)) during milk control tests. Vitek ms obtained an identification to bacillus firmus. The organism identification is not known. There are two types of spore forming bacteria, thermophilic and mesophilic: - to detect thermophilic spore forming bacteria, the customer cultures the samples at 55º c. - to detect mesophilic spore forming bacteria, the customer cultures the samples at 30º c. Vitek ms detected growth in the thermophilic spore forming bacteria test (growth at 55ºc) and detected no growth (negative cultures) in the mesophilic spore forming bacteria test (no growth at 30ºc). The growth detected in the thermophilic bacteria test was identified by vitek ms as bacillus firmus. However, bacillus firmus is a mesophilic bacteria (optimal growth temperature 30ºc). The customer did not use an alternative method to identify the bacteria. As this is an industry customer testing food samples, there is no patient associated with the discrepant result.